Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed motor error. The customer's blood glucose level was 426 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer disconnected and reconnected the insulin pump. The customer did not troubleshoot and did not send the product back for analysis.